Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states h3 other text : product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 94 mg/dl, 101 mg/dl, 183 mg/dl, 200 mg/dl, and 180 mg/dl.